Manufacturer narrative:
The suspect device is in transit to the manufacturer. Upon receipt of the device, a full evaluation will be completed. Manufacturer reference number: (B)(4).

Event description:
On (B)(6) 2025, a 66-year-old female patient underwent arterial thrombectomy using inari devices. The patient's clot age was 30 days. During the thrombectomy, the artix thin-walled sheath (artix sheath) started to unravel and separate from the rest of the device during removal. The separated sheath had to be removed with a balloon. There were no reported injuries and the case was completed without further issue.

Manufacturer narrative:
Manufacturer reference number: (B)(4). The suspect device was returned to the manufacturer and evaluated. The assigned root cause of the sheath separation is excessive force. Application of undue force while advancing or retracting the device against resistance, particularly in tortuous anatomy, can compromise catheter integrity. Manipulating in this way artix thin-walled sheath may have contributed to the observed separation in the returned device. Note that device labelling advises against manipulating the device through excessive force: "avoid using excessive force to advance or retract against resistance. If excessive resistance occurs, retract, and remove the device. Excessive force against resistance, or advancement without the dilator fully inserted may result in damage to the device or vessel perforation." The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted and no similar issues have been reported against this lot number. The stryker peripheral vascular medial affairs team determined that although there was no patient harm, if this malfunction were to recur it may cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2025, a 66 year old female patient underwent arterial thrombectomy using inari devices. The patient's clot age was 30 days. During the thrombectomy, the artix thin-walled sheath (artix sheath) started to unravel and separate from the rest of the device during removal. The separated sheath had to be removed with a balloon. There were no reported injuries and the case was completed without further issue.